Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fill resistance issue occurred. Customer's blood glucose was within range. Customer was able to load a new cartridge on their pump and resume insulin therapy.